Event description:
My medtronic lnq22 heart monitor is unable to report symptoms to my physician. When I am experiencing chest pain I am to use an app to report those symptoms so that my heart rhythm can be monitored and sent to the physician. However, I receive an error message from within the medtronic app. The doctor's office therefore does not receive the reports and cannot evaluate my conditions...which is exactly what the purpose of the heart monitor was. I called medtronic customer support and after being transferred numerous times to several different technical support departments they were unwilling to either diagnose or correct the problem. They would offer me no escalation, no further way to resolve the problem. They were remarkably unhelpful. They did not have an escalation process. In their "diagnostics" and technical support they did not ask me to do anything, test anything. They simply told me that if I was unable to report symptoms then it was a "connectivity" problem. It is unlikely it is a connectivity problem as I have tried in a number of locations on numerous occasions. Also, I have excellent wi-fi and fiber internet. Again, medtronic was profoundly unhelpful.